Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer don't have any more lancets. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer replaced and upgraded meter and test strips with true metrix product. Note: manufacturer called the customer back on (B)(6) 2017 in order to recover the lancets for investigation; customer informed that he sent back the lancets, however manufacturer did not received product at this time, therefore unable to verify customer complaint.

Event description:
Consumer reported complaint for contaminated lancet. Customer informed he has a box of trueplus lancets, 210 count and customer explained that while preparing his lancing device to test glucose level; he noticed blood on the lancet after pulling off the cap. Customer is now concerned whether if lancets that he used from this box, previous to this incident, were contaminated as well. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms, adverse event and medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is unknown. Customer don't have any concerns with the meter and the strips. Customer did not have to receive any medical attention regarding the initial complaint.